Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the first distal stent row with stent struts lifted and pulled distally. The undamaged crimped stent (outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage has occurred. A 3.00x28mm promus element drug eluting stent was advanced to treat the target lesion. However, it was found that the stent strut was lifted up. The procedure was compelted with another of the same device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage has occurred. A 3.00x28mm promus element drug eluting stent was advanced to treat the target lesion. However, it was found that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications reported.